Event description:
Procedure type: hemicolectomy. According to the reporter: on (B)(6) 2013 hemicolectomy was performed without complications. Suture line has been used after the application of the staples. No reinforcement material was used in conjunction with the stapling device. No patient injury. No extension of the surgery time by more than 30 min., no blood loss of more than 500cc, no unanticipated loss or irreversible damage to vascular tissue, nothing fell into the patient cavity. Defect found post-op. During the night there was anastomotic bleeding but no intervention was required since bleeding stopped spontaneously. Extension of the hospital stay. Current health conditions: good. The customer was not able to provide the lot number and clinical sample is not available since it was discarded after use. The patient had lost 4 points of hemoglobin in the post-op. No blood transfusion was required.

Manufacturer narrative:
(B)(4).